Event description:
Additional information received from the consumer reported no steps were taken to resolve the loss of stimulation issue and the issue had not been resolved. The patient had an appointment with the doctor to remove the sutures and ask questions. The manufacturer's representative was to attend also but did not show up.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had no stimulation and they did not think their right side was working. The issues started on the day of the report. They did not feel any stimulation sensation on the right side. The patient had the same programs for different parts of their body. The patient had 4 programs but only used 2 of their programs. A manufacturer representative told the patient their settings were the same as before. The patient tried to increase their stimulation and felt a stinging sensation in their upper neck area. The stinging sensation was in ¿like a single spot instead of general area.¿ the patient did not have adaptive stimulation enabled. The patient¿s device placement was occipital into the scalp. The patient had an appointment with their doctor on (B)(6) 2015 and they wanted to meet with a manufacturer representative for an adjustment. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.